Event description:
It was reported that during a da vinci-assisted incisional hernia surgical procedure, the 8mm large suturecut needle driver instrument broke and a piece fell off. The procedure was completed with no reported injury. An intuitive surgical, inc (isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The customer reported issue was confirmed. The 8mm large suturecut needle driver instrument was found to have a broken grip at the grip base. Failure analysis found the primary failure of a broken grip tip to be related to the customer reported complaint. Broken material, approximately 0.30" x 0.09", was returned by the customer. No material appeared to be missing as the broken assembly was pieced back together. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the instrument jaws.